Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced heating at the ipg site while charging. The patient stated she ceased using her scs system due to pocket heating. A replacement charging system was sent to the patient as the next course of action.